Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 125 events were reported for this quarter. Product return status: 6 devices were received. 119 devices were evaluated in the field. Additional information: 125 devices were not labeled for single-use. 125 devices were not reprocessed or reused.

Event description:
This report summarizes 125 malfunction events in which the device had paint chips missing.125 events had no patient involvement; no patient impact.